Event description:
It was reported that patient presented in-clinic after receiving inappropriate therapy. Noise was observed on the rv lead and it was noted that the pacing lead impedance had gradually decreased since implant. Lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).